Manufacturer narrative:
The account, after replacing the head down valve, replaced the CPR valve to repair the bed.

Event description:
The account alleged that the head section of the bed is drifting.